Event description:
Failed upper pressure limit test during calibration. Not on a patient, no patient injury. Settings are those for calibration procedure. Potentiometer switched out and corrected problem. The unit was calibrated and tested within manufacturers specifications and is back in service. This report was the result of service report screening. The part was discarded.